Event description:
IV inserted right hand and discontinued the next day. Upon discontinuing IV a piece of the cannula dislodged in the pt's hand unbeknownst to the pt or the rn. Not recognized until that night, pt returned to ed. Ultimately had to go to or for removal. All the product evidence was thrown away at the time the IV was established.